Event description:
It was reported via repair work order that the side rail could not remain latched due to a damaged spring spacer. It was also reported that the brakes could not properly engage due to damaged brake pin tube guide and worn brake rings and worn brake cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.